Manufacturer narrative:
Device evaluation: the zso-7-5 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. As per step 1.3 in final quality control, fqc0144 the manufacturing team member (mtm) is instructed to "inspect for debris in or on product, kinks". Additionally, in step 1.10 of fqc0144, the manufacturing team member (mtm) is instructed to ¿verify size of wire guide before each use. Insert wire guide into both ends of stent.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it should also be noted that the product label instructs the user that a 0.035¿ wire guide should be used with the stent. There is evidence to suggest the user did not follow the product label. Image review ¿ n/a. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the nurse tried to insert the stent in, the pigtail of the stent was kinked and the g/w could not pass. So they used another stent to finish the case. No adverse effects to the patient have been reported as occurring.